Event description:
A non-repeatable falsely elevated vitros total -hcg ii (-hcg) result was predicted from a patient sample that had been diluted 1:2 (2x) and tested on a vitros eci system. A vitros -hcg result of 56.44 miu/ml was predicted vs. A correct result of <2.39 miu/ml predicted from the undiluted sample. The falsely elevated result was detected and was not reported from the laboratory. However, a biased result of the magnitude and direction observed may lead to inappropriate physician action if occurred undetected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined a non-repeatable falsely elevated vitros -hcg result was predicted from a patient sample that had been diluted 1:2 (2x) and tested on a vitros eci system. An assignable cause could not be determined. Precision testing and instrument data log analysis did not suggest an instrument issue contributed to the event. A reagent issue was not identified, but cannot be ruled out as a possible contributing factor. A definitive root cause for the event could not be determined.